Event description:
Reporter indicated a patient had vns lead and prophylactic generator replacement surgery on (B)(6) 2012 due to high lead impedance. Reinserting the lead pin did not resolve the high impedance, ruling out a lead pin issue and making a lead fracture more likely. High lead impedance was not noted prior to the surgery. The patient had no known trauma. No x-rays were performed prior to the (B)(6) 2012 surgery. The explanted lead and generator were returned for analysis. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. The generator was set to eos = yes. Analysis of the lead is still pending.

Event description:
Product analysis of the lead was completed. During the visual analysis the end of the connector ring quadfilar coil appeared to be broken approximately 15 mm from the end of the 4th o-ring. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. Scanning electron microscopy was performed on the connector ring quadfilar coil break found inside the connector ring and identified the area on three of the quadfilar coil strands as being mechanically damaged which prevented identification of the coil fracture type with fine pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. The fourth quadfilar coil strand was identified as having extensive pitting which prevented identification of the coil fracture type. Secondary stress fractures were observed on the coil surface. What appeared to be evidence of electro-etching was observed on the inside surface of the connector ring. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening and puncture / slice marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process and the slice mark found on the outer and connector ring inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted, except for the set of setscrew marks found near the end of the connector pin. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.